Event description:
It was reported by the olympus representative, the evis lucera elite colonovideoscope had air/water leakage from the scope connector. No patient harm reported. During the evaluation of the device, it was noted an e315 error message (no image) occurred. This report is to capture the reportable malfunction of the e315 error message (no image) noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The water tightness of the scope connector was not maintained due to external factors. The play of the angle knob was out of the normal state due to the extension of the angle wire. Dirt was difficult to remove from the air supply / water supply cylinder due to handling. There were scratches on the insertion part cover tube due to external factors. Liquid leakage was observed in the operation part due to handling. The operation part was cracked due to an external factor. The bending section adhesive was missing. The tip cover was crushed due to an external factor. The adhesive part of the objective lens had peeled off due to handling. There were scratches on switch three (3) due to external factors. Dirt was found on the operation unit cover due to water leakage. Wrinkles were found on the universal cord due to external factors. Leakage was found on the universal cord. Due to external factors, scratches were found on the scope connector side of the universal cord. There was liquid leakage to the scope connector due to handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the error code - e315 electrical continuity error (no image). A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the internal circuit board of the endoscope connector was damaged by fluid invasion. The water invasion occurred because the watertightness was no longer maintained after contact with an external object. It is also possible that water may have invaded from the venting connector. The following are likely sources and situations that led to the water invasion. 1- water invaded with the eog cap attached. 2- the coiled tube was attached to the scope underwater. 3- a strong water pressure flow hit the check valve of the venting connector directly. 4- while the device was immersed, a load was applied to release the check valve of the venting connector. 5- the one-way valve of the venting connector was pushed with a brush while the device was immersed. 6- the device was exposed to water droplets from the connection with venting connector. During reprocessing, water likely entered the tube from a damaged water leak test air tube. This was likely due to an improper connection. Olympus will continue to monitor field performance for this device.